Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had potential loss of audio issue. Customer's blood glucose level was 97 mg/dl. Customer reported the insulin pump did not pass the test. Customer reported that the test the audio beep anomaly it failed. It was reported that the beep had the same tone for when customer lowered the volume to 1 or changed it to 5. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly.